Event description:
The event is reported as: the tube is blocked. It was found during treatment. No pt injury reported.

Manufacturer narrative:
No sample will be returned for investigation. Lot# is unk. Evaluation: method: a DHR review was done on a substituted lot# 02g1000188. Samples were taken from the assembly line and the inner tube was examined. The material was tested in the pressure release procedure. Results: samples from the assembly line were visually verified as to not having any defect or blockage. All samples tested in the pressure release procedure were accepted. DHR on substituted lot# showed no issues in this manufacturing process. Conclusions: no corrective actions were taken at this time.